Manufacturer narrative:
The device was returned for analysis. The reported suture unraveled around the device was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported suture unraveled around the devics most likely resulted from handling such that the plunger may have been inadvertently pushed causing the posterior needle tip to eject from the posterior needle shank during device advancement attempt. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cerebral thrombectomy interventional procedure using a 6f sheath. Reportedly, upon first step, sutures were noted to be unraveled around the shaft of the device. The lever was lowered, and the device was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.